Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was both contrast and blood in the inflation lumen. The balloon was loosely folded and had tip damage to the device. There was a 12mm longitudinal tear starting at the proximal waist/cone transition.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon bursted. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.50mm x 15mm maverick 2 balloon catheter was advanced for dilation. However, during the third inflation at 6 atmospheres, the balloon burst. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.